Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. Following deployment of the closure device and assessment of release criteria, a thrombus was noted on the tip of the was. The activated clotting time was 179 seconds upon discovery of the thrombus. Another 5,000-unit bolus of heparin was administered. The closure device did not meet release criteria in the first deployed position, thus, the closure device was recaptured and redeployed one more time for better positioning. Following release of the closure device in the laa, the physician aspirated the thrombus successfully through the was. A neuro evaluation was ordered for when the patient woke up post operation. The patient was discharged home the same day post index procedure.